Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and red cell hang up were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three (3) photos for investigation. Evaluation of the photos indicated several used sstii tubes with observed hemolysis and red cell hang up. Additionally, 100 retained samples were visually inspected, and no additive abnormality was found. Complaints for sample quality were not under statistical control for the month of march 2025, therefore factors that may contribute to hemolysis and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate the customer¿s indicated failure mode hemolysis via clinical investigation because the defect was not evident in the testing of the complaint lot samples. However, bd was able to duplicate the customer's indicated failure mode red cell hang up because a degree of the defect was replicated with retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: hemolysis based on customer photo analysis and red cell hang up based on customer photo analysis and clinical investigation. Bd has initiated further root cause investigation relating to the issue of hemolysis and red cell hang up through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes, hemolysis and red cell hang up were seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.